Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Event description:
When the screw was inserted, the screw fell out of the holding sleeve in the process the first thread of the primelock thread broke off (metal was lost during washing). Simultaneously the head fell off the screw. The head was reattached later, polyaxiality no longer works. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The investigation showed that the screw head shows no damage; the polyaxiality however, is slightly impaired. Additionally, a large part of the primelock interface has broken off and the stardrive drive is damaged. The examination by means of the manufacturing and material documents showed that the pedicle screw was manufactured in accordance with the specifications in december 2011. The damage is most likely a result of the holding sleeve not being tightened sufficiently in the primelock thread becoming loose when the screw was inserted as a result of the increased friction between the outer and inner holding sleeve. This,in combination with the high lateral forces on the screw, may have caused the observed damages. In the attempt for continuous product improvement the design of the holding sleeve was adjusted to reduce the effect of the friction in the holding sleeve. The article was manufactured in accordance with the specifications.